Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using bd vacutainer sst ii blood collection tubes, damage to the rubber part of the cap was identified in 1 device. No adverse impact was reported regarding the patients or user.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. Evaluation of the photos indicated that the stopper had been molded incorrectly. Evaluation of 10 retained samples did not identify any additional examples of molding defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode defective stopper molding. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using bd vacutainer sst ii blood collection tubes, damage to the rubber part of the cap was identified in 1 device. No adverse impact was reported regarding the patients or user.